Event description:
On (B)(6) 2009, pt reports she received e6 (mechanical error) error on her insulin infusion device. She states she changed the insulin cartridge and the infusion set, then received an e10 (cartridge error) when attempting to complete the change the insulin cartridge function. Advised pt to attempt to complete the change of cartridge function; received error message (e10). Pt reports she is unable to complete the change of cartridge function. Pt states the piston rod is running very slowly, has very little sound. She reports there is some water visible inside the insulin chamber. Pt states water amount is small and piston rod looks "brown" or "rusty". Pt reports she was "pushed in pool" while wearing her infusion device several weeks ago. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.